Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7040-90, expires 2014-07, (B)(4). Ifuse implant, p/n 7050-90, expires 2014-07, (B)(4). Ifuse implant, p/n 7040-90, expires 2014-10, (B)(4).

Event description:
In (B)(6) 2013, the patient underwent an si joint arthrodesis where three implants were placed. The patient later presented with pain symptoms similar to her initial pain symptoms. In (B)(6) 2015, the surgeon performed a revision surgery where he removed all of the initial implants. The condition of the patient following the revision surgery is not yet known.